Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm and had high blood glucose level. The customer¿s blood glucose level was 439 mg/dl. The high blood glucose level was treated with the manual injection. The customer declined troubleshooting for high blood glucose level and insulin flow blocked alarm because they had already done recently. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.